Event description:
It was reported by service report that the restraints are non-stryker product and the caster wheels are loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraints, caster wheels. Customer was using non-stryker restraints (another device).